Manufacturer narrative:
The reagent expiration date is 08/2016. The event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3). Of the data provided erroneous tsh results were identified. It was stated that the patient is taking carbimazole 60 mg/day but her tsh is not rising by the roche method after taking carbimazole. The customer stated they were obtaining falsely low tsh results and they questioned as to whether an interferant might be causing the low results. On (B)(6) 2016 the customer had an initial tsh result of 0.362 miu/l. The sample was sent out for analysis and using the delfia method a result of 1.04 mu/l was obtained. The initial result was reported out to the clinicians. On (B)(6) 2016 the customer also had a ft4 of 13.2 pmol/l and an ft3 of 6.9 from the repeat of the sample. The units of measurement for the ft3 was not provided. There was no adverse event reported. The quality control had been performed. The cobas e 602 analyzer used for the testing has the serial number (B)(4). The analyzer used for analysis when the sample was sent out is not known. The investigation determined the questionable ft4 results were due to an interfering factor in the patient sample that is covered in product labeling. It was also determined that it is possible that the erroneous tsh result is due to the same interfering factor but no definite conclusion was drawn.